Event description:
This is a report of a peritonitis in a patient, which manifested as turbid effluent. On an unknown date, the patient was hospitalized for the event. The patient was treated with an unknown antibiotic. Three days after hospitalization, the patient was discharged from the hospital. Antibiotic treatment was continued for another eighteen days. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).